Manufacturer narrative:
The event occurred from 9/29/2022 - 10/04/2022, reported as "over the course of last week." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked from an unspecified location. The transfer set had been leaking dialysate two to three times over the course of the last week. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.